Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Advancing the thumb advancer against resistance. Investigation of the returned device indicated that the clip was not fired. The distal end of the flex-guide was heavily carved by the delivery tubeset during the thumb advancer deployment and sheath splitting. Subsequently, the thumb advancer deployment and sheath splitting were stopped due to resistance caused by flex-guide carving. Consistent with the reported experience, the returned condition indicated that as additional force was applied to continue advancing the thumb advancer, the device was inadvertently pulled out of the anatomy while the locator wings were in the deployed position, resulting in loss of arterial access. During testing, the device was cleaned, re-assembled, and re-deployed successfully. Based on the investigation findings, the probable root cause for the flex-guide carving is a failure to maintain alignment between the tubeset and flex-guide during the thumb advancer deployment, causing the tubeset to carve into the flex-guide. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint database for this lot revealed no similar incidents that exhibited flex-guide carving at the distal end as this incident.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the mildly tortuous common femoral artery after a diagnostic procedure. Reportedly, during the deployment of the thumb advancer, it was extremely difficult to cut the sheath and as the thumb advancer had to be pushed so hard, the device came out of the vessel. Hemostasis was achieved using manual compression. There was no adverse patient sequela. Though requested, no additional information was provided.